Event description:
General report received of an unspecified number of undocumented incidents of devices delivering less IV fluid than intended. No specific pt info, pump programming, or event details were available. The customer contact reported that after the devices had alarmed vtbi complete, the nurses noted that unspecified amounts of IV fluid remained in the solution containers. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial numbers; therefore, they will not be returned for investigation.